Manufacturer narrative:
Based on the current information provided, isi has not determined the cause of the reported issue. As of the date of this report, isi has not received the force bipolar instrument used during the procedure for evaluation. If additional information is received, a follow-up MDR will be submitted. Site history review: as of 22-jul-2020, a review of the site's complaint history does not show any additional complaints related to this product and/or this event. Image/video review - no images or videos were shared for the event a review of the system and instrument logs has been performed for the procedure date of 26-jun-2020. There were no observed events in the system logs that would suggest a product issue, and logged events are in line with normal system functionality. The log review supports the customer claim that there was no product issue during the case. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. Additionally, the instruments and the endoscope that were used in this case have been used in subsequent procedures, with the exception of the following: large suture cut instrument, and site reviews have shown that no complaints were filed against the instrument. The force bipolar instrument involved in this reported incident has not been returned to isi for evaluation. This complaint is being reported due to the following conclusion: it was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, the wrist of the force bipolar instrument got caught on bowel on hernia repair and it injured the bowel patient. As a result, the bowel was sutured. The cause of reported issue is unknown at this time.

Event description:
It was reported that during a da vinci-assisted inguinal hernia repair surgical procedure, wrist of the force bipolar instrument got caught on the bowel and the surgeon observed an injury to the patient¿s bowel. As a result, the bowel was sutured. The cause of reported issue is unknown at this time. On 15-jul-2020, intuitive surgical, inc. (Isi) contacted the isi clinical sales representative (csr), and on 17-jul-2020 the site¿s robotics¿s coordinator, and obtained the following additional information regarding the reported event: the patient was a (B)(6) year old, white male. It was reported that during the procedure the force bipolar instrument was right on top of the bowel and the wrist of the instrument got caught on bowel. The surgeon noted a minor serosal tear and placed a suture to repair the same. The site confirmed there was no allegation of that a malfunction of the da vinci surgical instrument occurred. The following were confirmed: the instrument was inspected prior to use, there was no collision of instruments, and no post-operative complications were reported. After the bowel injury was sutured, the surgeon inspected the force bipolar instrument and did not identify any damage, he thus continued to use the same instrument and completed the procedure with no further issues. No videos or images are available for intuitive surgical, inc. (Isi) to review. However, at this time, the cause of the customer reported intra-operative complication is unknown.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Additional information can be found in the following sections: d10, g4, g7, h2, h3, h6, and h10. 4310- intuitive has received the force bipolar instrument associated with this complaint and completed investigations. Failure analysis investigations did not confirm the customer reported complaint. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grip opened and closed properly. Upon visual inspection, there was no physical damage found at the wrist and no sharp edges were observed. The instrument was fully functional.